Event description:
It was reported that during the implantation procedure the ventricular set screw on this pacemaker would not tighten down. Therefore, the device was not implanted.

Manufacturer narrative:
August 16, 2006. Code (other): the pacemaker was not implanted because during the implantation procedure, it was reported that the ventricular setscrew would not tighten. The analysis from the MFR is pending.